Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated oversensing associated with the right ventricular lead. Right ventricular pace impedance steady at approximately 355 ohms through (B)(6) 2015, rises out of range by (B)(6) 2016. Twelve non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms from (B)(6) 2015. 22497 v-sics since last session 1.1 days ago. Lead failure predictor triggered on (B)(6) 2015 for lead impedance and v-sics and non-sustained tachycardia¿s. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due a combination of an elevated sensing integrity counter (sic) and non-sustained tachycardia episodes along with high pacing impedance on the right ventricular (rv) lead. Reprogramming was performed and since then, the impedance rose even more. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead was fractured and showed noise. The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.